Manufacturer narrative:
Patient ID: (B)(6). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vticm5_13.7, -4.0/6.0/095 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2021. The reporter stated " the haptic of the icl break off during the implantation. The icl removal was performed". Per updated information it was reported that there was no contact with the patient and that a replacement lens was implanted 2 weeks later. Patient condition 20/20; vault 460 um.